Event description:
Event description boston scientific crm received information that the patient with this ventricular lead was light-headed, faint, and went to the ER. The pacemaker indicated the lead safety switch feature had changed the polarity from bipolar to unipolar. A review of the device daily measurements revealed the lead impedance was <100 ohms. The caller is noticing long pauses in pacing due to noise. The bipolar threshold is 2.4 volts with sensing varying from 2.2 to 8.2mv. The unipolar measurements are good. Technical services suspects some insulation degredation.